Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During the last remote device check, the battery longevity showed 1.5 years remaining; however, recently declared elective replacement indicator. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the device hardware is not detecting the loss of battery energy, and should no longer be relied upon to determine the depletion status of the device. Due to this anomaly, device replacement was recommended. It was noted that the battery still has significant reserve capacity. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator was exhibiting premature battery depletion behavior. During the last remote device check, the battery longevity showed 1.5 years remaining; however, recently declared elective replacement indicator. A copy of device memory was saved and submitted to technical services (ts) for further review. A ts consultant discussed that the device hardware is not detecting the loss of battery energy, and should no longer be relied upon to determine the depletion status of the device. Due to this anomaly, device replacement was recommended. It was noted that the battery still has significant reserve capacity. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: a request was submitted to the field to obtain additional information regarding this event, and device status. This could not be confirmed as the patient's information is unknown. Should additional information become available, a supplemental report will be submitted

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.